Manufacturer narrative:
Continuation of concomitant: 694758 lead implanted: (B)(6) 2010.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited oversensing of noise. The lead also showed high atrial thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.